Event description:
Needle broken in abdomen [needle issue]. Expired device used [expired device used]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a general practitioner from (B)(6), concerns a male patient (age unknown) who was using novofine 8mm (30g) (needle) for device therapy and reported "needle broken in abdomen" and "expired device use" on an unknown date. Patient's health: not reported. Medical history: not reported. The patient had reportedly been using novofine 8mm (30g) (needle) from an unknown date. Patient reported that on an unknown date needle broke off in the abdomen. Patient underwent ultrasound and x-ray which showed the needle was in the abdomen. Action taken to novofine 8mm (30g) (needle) was not reported. The overall outcome was reported as unknown.